Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment, cracked battery tube threads, corroded battery tube and a blank display, problem isolated to pcb1. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the battery compartment was cracked. The device will be returned for analysis.